Manufacturer narrative:
Unit received intermittent button response due to flattened act button dome switch. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically the act button fell flat and there is no spring in it. Customer does not recall any significant events leading to the error. Customer's blood glucose was 162 mg/dl unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.